Event description:
It was reported that the device was used during a vats right lower lobe. While firing on the bronchus the knife cut, but the staples were not formed. This area was sutured and the case continued. There was some bleeding, but there was other issues that dictated opening the patient, that was not related to the device. Device was discarded.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. As the device was discarded, the complaint could not be confirmed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.